Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. Internal visual inspection was normal. The battery lab found torn tube within the battery causing an internal short.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Technical services (ts) reviewed and stated that this device needs to be replaced soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Technical services (ts) reviewed and stated that this device needs to be replaced soon. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.